Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the suction irrigator instrument associated with this complaint and completed investigations. The instrument was found to have a broken tip at the distal end. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy procedure, the metal trocar would not slide out on the suction irrigator instrument. The site noted that the cables on the instrument had to be broken to address the issue. The procedure continued as planned with no reported patient injury.